Manufacturer narrative:
A batch record review was completed and indicates no discrepancies. Pm logs have been checked and all pm's were completed. Affected amount: 1pc. Aquacel ag drs 10x10cm was manufactured under sap code 1186095 and manufacturing lot number 8c05357. Lot # 8c05357 was sterilized under lot 1208770711and released on review of results of sterilization provided by sterilization company steris. All of the results were within specification and the products were released. The production process, in-process testing and packaging of products was run in accordance with pi12-030 ver.39.0 for machine doyen 4. Visual inspection in accordance with tm-002 was completed at the beginning of the order and every hour following until the order was completed. No nonconformity was registered during the manufacturing process of lot 8c05357. This is the only complaint for the affected lot registered within tw8.7. A photograph has been received for this complaint and has been reviewed in accordance with wi-0359. The photo confirms the product and the complaint issue. Event 1344982 with investigation 1358348 was opened for this issue on doyen 4. The root cause was found to be that if the dead plate height was set to greater than 176mm and having curly dressings on the exit of the pd station cause the dressings to catch and be knocked into the weld area after the vision system. Training on the deadplate height and a routine blade changing to prevent dressings from curling has been implemented. No further action required. Operations have been informed of the complaint issue. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 1000317571.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the dressing edge is welding to the package. The product was not used. Photos depicting the reported complaint issue were provided by the complainant.